Manufacturer narrative:
(B)(4).   Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the left pulmonary artery. A 8.0x30x135cm express¿ ld vascular stent was selected to treat the lesion. However, the device could not be advanced and it was noted that the stent got dislodged in the guide catheter. The stent was not deployed. The stent was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. A visual and microscopic examination was performed on the returned stent, the following attributes were examined: the delivery device was not returned for analysis. Only the stent was returned for analysis. The stent was noted to be severely stretched and damaged. The entire stent struts were misaligned and flattened. The severely damaged stent measured 5.8cm in length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the left pulmonary artery. A 8.0x30x135cm express ld vascular stent was selected to treat the lesion. However, the device could not be advanced and it was noted that the stent got dislodged in the guide catheter. The stent was not deployed. The stent was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.